Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, device tubing fracture. Reservoir could not be removed so a new one was placed on the side.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan touch pump, two cylinders, and piece of detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed two separations near the strain relief of the shorter exhaust tube of the pump. Testing revealed these to be sites of leakage. The separations appear to have a central groove, indicating contact with instrumentation such as a needle. Surface abrasion is noted on the shorter exhaust tube of the pump and on the detached inlet tube. A partial separation within abrasion is noted on the exhaust tube of cylinder #2. Testing revealed this not to be a site of leakage. Burn-like marks are noted on the bladder of cylinder #1 and #2, indicating contact with a cauterization tool. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with cylinder #1, cylinder #2, or the detached inlet tube. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in the shorter exhaust tube of the pump occurred subsequent to the device packaging being opened. The information received indicated a malfunction (tubing fracture). Based on the evaluation, the separations may have occurred inadvertently during closure at the implant procedure. However, the information does not indicate how often the device was used during the 2 years implanted. Quality cannot determine when the observed separations occurred. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.